Event description:
It was reported by the attorney for the patient as a result of a lawsuit that allegedly the patient underwent right hip surgery using trident acetabular hip system on (B)(6) 2003. It is alleged the patient began to experience extreme pain, discomfort, clicking and squeaking. The patient was revised on (B)(6) 2013.

Manufacturer narrative:
An event regarding squeaking and pain involving a trident shell was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported by the attorney for the patient as a result of a lawsuit that allegedly the patient underwent right hip surgery using trident acetabular hip system on (B)(6) 2003. It is alleged the patient began to experience extreme pain, discomfort, clicking and squeaking. The patient was revised on (B)(6) 2013.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. The lot number provided does not appear to be a valid lot. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.